Event description:
The customer reported that the rui (remote user interface / joystick) was not working. When the motorized movements are completely down, the cranial and caudal movements are not available. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the 5 volt power supply. The system operates as intended.